Manufacturer narrative:
Product analysis: a graphic user interface (gui) flex cable was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed no notable conditions were found. Testing was carried out on all pins of the returned cable and no anomalies were observed. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and replaced the video cable. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had a blank display. The ventilator was not in use on a patient at the time the malfunction occurred.